Event description:
It was reported that a patient presented in-clinic for an elective replacement procedure. During the procedure, a insulation break was noted visually on the right ventricular (rv) lead. No electrical malfunctions were noted. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.